Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was attempted in several locations but thresholds were unacceptable. The lead was not used and another lead was successfully implanted with acceptable measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.